Event description:
It was reported that this right ventricular right atrial (ra) lead became dislodged as confirmed via x-ray possibly due to patient twiddling the device. The lead was explanted and replaced. The lead is not available for evaluation. No additional adverse patient effects were reported.